Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the luer lock was deformed and prevented the customer from attaching the infusion set tubing to the cartridge. Blood glucose was 230 mg/dl. A new cartridge was successfully loaded to address the event.